Event description:
It was reported that after positioning the introducer catheter into the pt's vessel and attaching the delivery system, the filter was deployed feet first. Another delivery system was obtained and using the previously placed introducer catheter, deployed the second filter just under the first one at the lowest renal, superior to the bifurcation.. No further complications were reported.device labeled for single use. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: none or unknown. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.